Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that low draw occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "there was no damage to the patient or health professional. But due to the absence of vacuum in the tubes, it was needed to perform more than one blood collect in some patients. There was no damage to the patient/health professional. There was no wrong results of exams causing damage to the patient."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that low draw occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "there was no damage to the patient or health professional. But due to the absence of vacuum in the tubes, it was needed to perform more than one blood collect in some patients. There was no damage to the patient/health professional. There was no wrong results of exams causing damage to the patient."